Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced post-operative pain, foul smelling discharge, emotional distress, vaginal bleeding, urinary retention, infected vaginal mesh, open vaginal wound, breakdown of both vaginal incisions, infected hematoma and extrusion. The device was fully explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.